Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the capturing mechanism of the expressew iii autocapture + suture passer it´s not working. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Visual observations revealed slightly marks of wear. Also, no anomalies were found in the jaws. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip with a suture. When the trigger was actuated to deploy the needle, there was a slight resistance, and the deployment was rough causing stuck issue. To restore it to the original position, the needle trigger must be pushed back manually; in consequence the suture does not release properly. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the results, this complaint can be confirmed. Also, the possible root cause for deployment issue can be attributed an improper maintenance would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6)2021, it was observed that the capturing mechanism on the expressew iii autocapture + suture passer device was not working. During in-house engineering evaluation, it was determined that the trigger was stuck when deploying the needle that the suture was not release properly. Another like device was used to complete the procedure. There were no adverse patient consequences or surgical delay reported. No additional information was provided.